Event description:
It was reported that restenosis and chest pain occurred. An agent dcb mr 2.25 x 20mm was selected for treatment in (B)(6)2023. In (B)(6)2024, the patient begam experiencing chest pain and was admitted to the hospital in (B)(6)2024 where it was discovered that restenosis of the previous treated lesion occurred. The target lesion was then treated using a non-boston scientific stent, and there were no further patient complications.

Event description:
Japan alliance registry. It was reported that restenosis and chest pain occurred. An agent dcb mr 2.25 x 20mm was selected for treatment in (B)(6) 2023. In (B)(6) 2024, the patient begam experiencing chest pain and was admitted to the hospital in (B)(6) 2024 where it was discovered that restenosis of the previous treated lesion occurred. The target lesion was then treated using a non-boston scientific stent, and there were no further patient complications.